Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was provided and revealed the crimped valve on the delivery system was exposed through the sheath liner, sheath appeared moderate curvature, one (1) strut was slightly bent outward on the outflow, the crimped valve was approximately 90 degrees (perpendicular) to the delivery system within the sheath, and the sheath was kinked approximately 90 degrees. During incoming inspection of the components, the valve frames are 100% visually and dimensionally inspected by both manufacturing and quality defects procedure. After cleaning and drying cycle, per procedure, the valve frames are 100% visually inspected. During the final assembly, the sapien 3 ultra valves are 100% visually inspected for defects during manufacturing per procedure before/after holder attachment. Prior to final packaging, 100% visual inspection of the valves are performed at preliminary packaging per procedures to ensure there was no damage to the valves from the handling. These inspections during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the reported event. It should be noted that it was subclavian approach in aortic position. The sapien 3 ultra thv (s3u) with the commander delivery system (ds) is currently indicated for native aortic valve replacement. The IFU and training manuals in this section are for a tf procedure in the aortic position for relevant guidance for an s3u implant using a commander ds. The IFU for commander delivery system with s3u thv, ce, device preparation training manual, procedural training manual, and subclavian and axillary approaches training manual were reviewed for instructions or guidance for proper preparation and use of the devices. Based on the review of the IFU and training manual, no deficiencies were identified. The complaint was confirmed based on the provided imagery. Due to the unavailability of a returned device (valve), no potential manufacturing non-conformance was able to be determined. However, a review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. It should be noted that it was subclavian approach in aortic position. The sapien 3 ultra thv (s3u) with the commander delivery system (ds) is currently indicated for native aortic valve replacement. As reported, ¿the insertion of the commander ds through the esheath was more difficult than usual due to patient's anatomy¿, and ¿the cause of the perforation of the vessel was due to too much pressure inside the system and calcification of the subclavian¿. As noted, patient had mild calcification and moderate tortuosity access vessel. Per imagery review, the used sheath shaft appeared curvature, and the sheath was kinked within the patient¿s anatomy, which indicated the tortuosity of access vessel. The presence of tortuosity and calcification can create a challenging pathway during the delivery system advancement through the sheath, and it led to the tension on delivery system or resistance and high push force. So, if excessive force was applied, it could lead the kinked-on sheath and damaged on valve. Per imaging, the bent strut was observed at the outflow and near the kinked section. The bent strut could be occurred once the sheath was kinked. In this case, available information suggests that patient factors (tortuous / calcified access vessel) and/or procedural factors (subclavian access site/excessive device manipulation) may have contributed to the complaint event. However, a conclusive root cause was unable to be determined at this time. No manufacturing non-conformances were able to be identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Although no labeling or IFU/training inadequacies were identified, a product risk assessment has previously been initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities.

Manufacturer narrative:
Investigation is ongoing. This report is 2 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2020-12611.

Event description:
Per provided photos, the valve frame appeared bent. As reported by our german affiliate, during a subclavian procedure with a 26 mm sapien 3 ultra valve in the aortic position., the insertion of the commander ds through the esheath was more difficult than usual due to patient's anatomy. Upon review of the fluoro, a kink in the esheath was identified and the vessel appeared to be damaged or perforated. It was reported that the subclavian artery was injured during insertion of the delivery system through the esheath. Therefore, it was decided to stop the procedure and to remove the delivery system and the esheath to prevent further injury of the subclavian. The subclavian vessel was exposed, and a vascular graft was implanted and the vessel was repaired. After the subclavian repair, a transapical tavi was successfully performed. The patient was stable at the end of the procedures. Per report, the cause of the vessel perforation was due to pressure inside the system and calcification of the subclavian.